Event description:
It was reported that the patient had been lost to follow-up for some time. The caller indicated that there was no magnet response, no telemetry, and no pacing. The device has been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analysis indicated that the device had normal depletion and met expected longevity.